Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
A (B)(6) yr old male pt underwent a peripheral angiography and intervention on (B)(6) 2014. While attempting to place a 4-french micropuncture sheath into the right femoral artery, it could not be fully advanced. Upon removal of the dilator and sheath, the lowe of the sheath was found to be cut off. The remainder of the sheath was removed used forceps. The dilator and wire had already been removed. Fluoroscopy showed no foreign object remained. The planned procedure was aborted. Pt sent to holding area and was discharged the following day. (B)(4).